Event description:
The customer called to report that he was just released from the hospital due to reasons not related to diabetes. However the customer was held overnight due to blood glucose levels as high as 434 mg/dl. The customer felt that his elevated blood glucose levels were caused by stress. The customer stated that troubleshooting had already been done on the insulin pump, and no issues were found. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.